Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 8. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3308 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(6). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure on the first, second and third firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. There was no patient consequence.